Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: we have another incident to report for product 2420-0007. I have 2 sets in my office. One set has no lot number, the other is lot 25085523. Additional information received from the customer: could you please provide a further description of the issue? The infusion center staff had two primary alaris tubing last week that broke and or were leaking saline/iron. This was prior to placing them in the alaris tubing. Can you please provide an exact date of event in format dd-mmm-yyyy for lot# 25085523? 10/24/25. Can you please provide an exact date of event in format dd-mmm-yyyy for lot# unknown? 10/23/25. What was the impact to the patient? No issue. No injury. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. It is mentioned 2 products available to send. Could you please confirm if this two are from different events or patients? They are from different patients.

Manufacturer narrative:
Two samples model 2420-0007, lot 25085523 returned for investigation. The sets were examined for defects and abnormalities. One sample tubing was separated just above the pumping segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most potential root cause that generates the separation in the tubing/upper fitment engagement is lack of solvent applied to the tubing due an omission of inserting the tubing to the solvent dispenser since production personnel did not follow correctly the assembly procedures. Quality alert was displayed on dec 04th, 2025, to communicate to the personnel involved in the assembly process of model 2420-0007 regarding the condition reported in the complaint by the customer, the importance of following assembly instructions stated in standard work instruction. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.